Event description:
It was reported that this right ventricular (rv) lead exhibited noise. This lead was partially explanted and some portions are still implanted. No additional adverse patient effects were reported.